Manufacturer narrative:
Information references the main component of the system. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported that they have not received relief that they had expected from the beginning and maybe only experienced a (B)(4) improvement. The patient did all of the adjustments that they could and had at least 3 reprogramming sessions with a manufacture representative. Imaging was also completed and found that the device was correctly positioned and no changes. The patient had turned stimulation off months prior to the report and did not notice much of any difference regarding symptom control. The patient wanted to have their device removed. No trauma/falls were reported that could have been related to the issue. The patient experienced a sudden pain in their rectum. The patient stated that if they would increase stimulation to the point where they felt stimulation all of the time they had pain in their rectum. The patient was implanted for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. Additional information from the patient reported they changed settings several times and still had no relief or results. They turned the device off and noted "having it removed".

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.